Event description:
Attempted to use covidien maryland ligasure xp 23cm (ref#: lxmj23s, lot#:50880193x, exp. 2030-03-28) during procedure and it did not work (not a misfire, just error notification to check instrument without firing). Mfg notified. No apparent harm to patient. There was no misfire, it simply did not work (as if it were dead). An error message came up and that is all that happened. Error message not recorded. Manufacturer response for ligasure, maryland ligasure xp 23cm (per site reporter).